Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an octrode lead on (B)(6) 2011. Patient stated he could only feel minimal stimulation and only when laying in a certain position. Device was charged. Charger and pp communicated normally. Patient did admit to falling and noticed the difference in stimulation around the same time-frame. Patient felt minimal stimulation even when the amplitude was turned up all the way. Patient has moved to (B)(6) and is searching for a new doctor. Pending additional information of the patient.